Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 540 mg/dl and current blood glucose value was 509 mg/dl. Customer stated that she tried to bolus but her blood glucose level didn't go down. Symptoms related to high blood glucose level were thirst and frequent urination. Customer troubleshot for high blood glucose level and under delivery. Insulin pump will not be returned for analysis.